Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, the root cause of the foreign material that remained in the device could not conclusively be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevent] by following the instructions for use (IFU) which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope exhibited foreign material adhered to control body and angle drive. There were no reports of patient harm.